Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was implantable neurostimulator (ins) migration.

Event description:
Additional information received reported that there was no clinical diagnosis.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the diagnostics included x-rays. The etiology was reported as related to the device or therapy and unlikely related to the implant procedure. The device became flipped and the patient was unable to recharge.

Event description:
It was reported that patient¿s implantable neurostimulator (ins) was in a discharged status and the reporter was unable to get more than 2 coupling bars (maximum) and that was with the patient lying down with the recharger unit. It ¿was believed¿ that the ins was flipped per the manufacturer¿s representative. There were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received reported that there was implantable neurostimulator (ins) inversion.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event date was (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported the patient was taken back to surgery approximately one week after the complaint of being unable to charge their battery. The stimulator was confirmed as flipped. The flip was corrected and the stimulator was sutured down again with two sutures in separate directions. The patient had been doing fine ever since the revision. The patient was receiving effective therapy and had no further problems with their device. The event was resolved without sequelae.